Event description:
It was reported that a patient was experiencing weakness in the legs and difficulty walking the day following a revision surgery in 2013 ((B)(4)) and the hospital stay was prolonged. The pump was used to infuse lioresal (baclofen). No intervention or outcome was reported. Follow up was conducted to obtain further information.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, serial# unknown implanted: (B)(6) 2013. Product type catheter. (B)(4).